Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. No details have been obtained in regards which part turned out to be the source of the issue or if the issue has been resolved. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4119.